Event description:
It was reported by repair work order that the lift was stuck at midheight due to head left and right side rails had no lift controls. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.